Event description:
It was reported that a ventilator became inoperable when putting it back in use on a patient. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the ventilator and isolated the issue to the universal serial bus (usb). The cse then performed preventive maintenance and upgraded the software and usb. The ventilator then passed all required testing.